Event description:
It was reported while using bd cathena safety IV catheter bd multiguard technology 24 ga 0.75 in a clogged needle was observed. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a flow issue of cathena. After catheter placement, blood collection could be completed. The hcp connected to an IV set and started the infusion; however, the fluid didn't drip.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd cathena safety IV catheter bd multiguard technology 24 ga 0.75 in a clogged needle was observed. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a flow issue of cathena. After catheter placement, blood collection could be completed. The hcp connected to an IV set and started the infusion; however, the fluid didn't drip.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.